Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the event was failure of the igniter.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and it was determined the igniter did not function.

Event description:
A user facility reported to olympus that the main lamp was not lighting. The problem, as reported to olympus, occurred on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.